Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint(B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had r primary knee replacement, which was revised 12 months ago, attune revision rp implanted (component sizes below). The knee is infected again, so revision components have today been removed and replaced with the antibiotic spacer. The surgeon was happy with the previous revision procedure and components and said the patient had been very happy with the outcome, so the issue for him is an infection and not surgeon error or component failure. Jjm rep was at the procedure today where the surgeon removed the components. The femoral sleeve was very well fixed, required osteotomes, small saw and a burr to break the interface, and locking pliers on slap hammer to remove it. Tibial construct came out as a single construct, as there was space on the anteromedial underside of the tray to knock it out.